Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Failed left total hip replacement secondary to adverse local tissue reaction, associated with metal-on-metal large head total hip replacement. There was a relatively large contained lytic lesion in the inferior aspect of the acetabulum. Operative notes reported that there was a significant taper corrosion on the taper which extended beyond the neck of the femoral component, that is, the corrosion extended outside of the taper. A lytic lesion which had been debrided. Operative findings indicated that there was a moderate amount of fluid in the hip joint. There was also a pseudotumor component which was solid. There was a large contained lytic defect in the inferior half of the acetabulum. The soft tissues were in poor condition. The gluteus medius tendon looked good, but the minimus tendon was actually degenerative and partially avulsed. Doi: (B)(6) 2007, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Occupation: initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Records alleges injury, economic loss, loss of services and loss of consortium. Doi: (B)(6) 2007, dor: (B)(6) 2020, left hip.